Event description:
It was reported that a device was used during an abdominal peritoneal resection. After firing, the device would not release from the rectum. As the surgeon tried to remove the device, it was noted that tissue was tearing, eventually pulling apart the anastomosis. An ileostomy was placed.